Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an infection at the sensor insertion site. Patient was feeling an irritation at the insertion site, and upon removal of the sensor pod, there was a red bump at the site. Patient's mother called the doctor, who then advised patient to go to the emergency room to receive an abdominal ultrasound. The results of the ultrasound found no problems with the patient, therefore nothing was prescribed and no medication was administered during the time the patient was at the hospital. At the time of contact with dexcom technical support, patient was fine and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported infection cannot be confirmed. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states, "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).